Manufacturer narrative:
.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures since (B)(6) 2014 after the patient moved to a different nursing home. The patient's caregiver reported that the patient was currently having more seizures with one seizure occurring every hour. The patient's seizures were described as starring seizures with mild shaking that lasted approximately 15 seconds. The patient¿s device settings were increased during an office visit on (B)(6) 2014. Follow-up revealed that the patient¿s device was tested and diagnostic results showed normal device function with an ifi condition. No medication changes or other factors are suspected to have caused the increase in seizures. An implant card was received indicating that the patient underwent prophylactic generator replacement surgery on (B)(6) 2014 due to ifi = yes. The explanted generator has not been returned to date.